Event description:
It was reported that noise had been observed on the right ventricular lead. A chest x-ray was performed and no abnormalities were seen. Other electrical values were normal and the lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.